Event description:
The event is reported as: during a code the endotracheal tube adaptor popped off when removing the stylet. The clinician reinserted the adaptor and it continued to pop out. Another tube was opened and experienced the same issue until they firmly inserted the adaptor and held it in place. The epi treatment was delayed and administered via IV. No pt injury reported.

Manufacturer narrative:
The customer reports that they are unsure of the lot number involved in the incident. Lot number 072901 was provided by the user facility. The initial incident as reported by the user facility is captured in MDR# 8040412-2012-00155.